Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high which is over 600 mg/dl. Current blood glucose value was 544 mg/dl. Customer also experienced a no delivery alarm earlier and she completely changed the whole set, reservoir and insulin and she discarded of that set. When she manually injects herself everything is goes back to normal thinks there is something wrong with the pump. Customer continues to have high blood glucose for the past 3 days, she was hospitalized in (B)(6) 2013 high blood glucose. Blood glucose value when admitted to hospital was over 500-600 mg/dl. Customer reports the following symptoms related to their high blood glucose are tired, shortness of breath, feels like has the flue. Customer wearing the pump at time of hospitalization. The significant events leading to hospitalization included reservoir and set had an occlusion. Customer stated she feels ok to troubleshooting. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. The drive support cap appears normal. Customer is not calling back to perform high pressure test. Confirmed customer is disconnected. During manual prime fill tubing with current set, the insulin exited at the qr. Informed customer it needs to be changed 2-3 days. Explained site may become painful and irritated if the infusion is not changed within guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high blood glucose may occur. Customer suggested to contact healthcare professional and insulin manufacturer. The insulin pump will not be returned for analysis.